Event description:
The lay reporter/mother contacted lifescan (lfs) in 2006 alleging high readings on her daughter's one touch ultrasmart meter. A medical affairs specialist (mas) mailed a letter to the reporter since the user could not be reached for further clinical info. Mas also listened to the recorded call and obtained the following info. Pt has been a diabetic for 12 yrs. "A couple of weeks ago or even a month ago" the pt was in school and felt pale, clammy, shaky, sick to her stomach and had "red rim eye." She left class and went to the nurse's station. At the nurse's station, she tested her blood glucose on her ultrasmart meter and obtained a 256 mg/dl and 251 mg/dl. She then was tested on the bd meter (school's) and obtained a 40 mg/dl. The readings were taken within a few minutes from one another. The pt was treated at the nurse's office with two glucose tablets and peanut butter crackers and milk. The mother took the pt to see her endocrinologist and on the way to the physician's office, the pt's blood glucose was 110 mg/dl on the bd meter. The mother did not have the subject vial of test strips with her to troubleshoot with the customer care advocate (cca). She opened a new vial of test strips and ran a qc test and the test strips fell within range 119 (108-124). Cca sent the pt a replacement meter. No further clinical info was provided. It would have been helpful to know the readings prior to the event and to run a qc test on the subject test strips. It would also have been helpful to know her diabetes regimen and whether her symptoms went away after being treated with glucose tablets and food. The complaint is being reported because the pt's symptoms did not correlate with her lfs meter reading. She tested on a bd meter and treated herself accordingly to the bd's meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, it the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.